Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable- clamp tubing". The device setting rate was 2.3, reservoir volume was 80.5,, and 17.5 was given. It is unknown if there was air in the tubing. There was no patient, or clinician injury associated with this occurrence.